Manufacturer narrative:
(B)(4). Batch #: u9531a. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was tested on a gen11. When the activation button was pressed, the button remained activated even when not being pressed. The device was disassembled to inspect the internal components and the shroud post above the switch button assembly was found to be broken. The loose post could have caused the continuous activation issue observed with the activation button. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Our manufacturing process has been identified to be the possible cause of the broken shroud post. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a low anterior resection, the rotate knob of the handle was stiff and did not rotate. It occurred soon after the device was started to be used. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.